Event description:
Related manufacturer report number: 2017865-2025-16928. It was reported that the patient presented to the clinic with muscle stimulation. Interrogation of the pulse generator noted that the right ventricular (rv) lead exhibited low pacing impedance measurements resulted in muscle stimulation. The rv lead also exhibited noise over-sensing and inconsistent r-wave measurement values over remote transmission. It was also reported that the pulse generator also exhibited low pacing impedance measurements resulted in muscle stimulation. Programming changes were made. The patient was in stable condition.